Manufacturer narrative:
Concomitant medical products: 1156t, lead, implanted: (B)(6) 2009; 1581, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.